Event description:
Info was received that reported a pt was hospitalized in 2009 due an incident of hyperglycemia. The reporter states on the day of the event, the patient's blood glucose was >400. He was brought to the hospital and was treated with IV fluids and insulin. Upon admission he was diagnosed in diabetic ketoacidosis. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.